Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the instrument passed the recognition/engagement tests and was fully functional. Additionally, the instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. There appears to be material burnt off from charring that occurred. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical extraperitoneal w/ lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was observed to have not been working. On april 15, 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: during a procedure, an instrument was reported to have stopped working.